Event description:
An account reported that while attempting to repair a bed that the knee function of the bed unintentionally ran into an up position. The account stated that the bed was located in maintenance and there was no patient impact.

Manufacturer narrative:
Upon complaint review, it was determined that this type of self activation has the potential to cause serious injury and is therefore being reported. The account replaced the knee drive and cam plate in order to resolve the issue.